Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a defective battery alarm and the device shut off. Approximately "1-2 minutes" after initiating an epinephrine infusion, the pcu started beeping for about 15 seconds and flashing "defective battery" across the screen. The module then shut off and the epinephrine infusion stopped. The epinephrine infusion details are unknown. There was no patient harm. This event did not cause a delay that significantly impacted the patient's outcome. It is unknown how many modules were attached to the pcu at the time of the event. Although requested, no patient information was provided.

Manufacturer narrative:
The customer¿s stated issue of a defective battery alarm and device shut down was confirmed through a review of the device logs. The logs also confirmed the pcu was shut down by the user when confirming the defective battery alarm. Results from the log review identified the incident battery had low capacity. Software engineering reviewed the device logs and determined the battery capacity was in decay, as the capacity was recorded in the logs on (B)(6) 2019 at 7:56:46 pm at 2853 mah. However, it could not be determined if the battery had been properly charged and maintained. The customer stated that the pcu battery had been replaced after the event occurred. The replaced battery was found to be approximately 1 year old with date code: 1925 (25th week of 2019). Functional testing consisting of battery testing performed on the source pcu found the device operating in specification. However, this was not the event battery, this testing was performed with the customers battery that had been replaced (date code: 1925). The root cause of the customer's report that a defective battery alarm occurred was unable to be determined due to the replacement of the battery after the event occurred. Review of the serial number (B)(6) service history record showed the device had a manufacture date of 06/12/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 04/29/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a defective battery alarm and the device shut off. Approximately "1-2 minutes" after initiating an epinephrine infusion, the pcu started beeping for about 15 seconds and flashing "defective battery" across the screen. The module then shut off and the epinephrine infusion stopped. The epinephrine infusion details are unknown. There was no patient harm. This event did not cause a delay that significantly impacted the patient's outcome. It is unknown how many modules were attached to the pcu at the time of the event.